Event description:
On (B)(6) 2012, it was reported to lifecell by the surgeon that the graft "tore upon retraction" and appeared somewhat brittle and inconsistent with the typical feel that the surgeon is accustomed to. The graft was not implanted and was returned to lifecell for evaluation. No serious injury was reported. Additional information surrounding the nature of the event was requested but was not obtained.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for lot s11103. Query of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results: review of the device history records for lot s11103 resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B)(4) 2012. Evaluation of the returned graft is in progress. Conclusion: although there is no serious injury reported, the event is being reported as malfunction with the potential to cause a serious injury if the event were to recur. Internal investigation into the device history records of the complaint related lot revealed lot s11103 met qc release criteria, including mechanical testing. Lifecell will file a follow up report upon completion of returned product evaluation. Evaluation is in progress

Event description:
This is a follow-up report #1 to add evaluation of the returned product. Original report filed (B)(4) 2012.

Manufacturer narrative:
(B)(4):although there is no serious injury reported, the event is being reported as malfunction with the potential to cause a serious injury if the event were to recur. Internal investigation into the device history records of the complaint-related lot revealed lot s11003 met qc release criteria, including mechanical testing. R&d evaluation concluded that parallel-oriented collagen bundles in the device may have contributed to the suture-initiated tears. The device was not implanted.